Event description:
It was reported that after the successful deployment of a stent in the superficial femoral/popliteal artery, resistance was encountered during withdrawal of the delivery system. When additional force was applied, a portion of the delivery system detached and remained in the vessel. An attempt was made to secure the detached component to the vessel wall with another stent; however, a new stent delivery system could not be successfully advanced to the intended site. The current status of the pt is unk.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. This event is being reported because this device is the same or similar to one marketed in the united states PMA #p070014. The stent remains implanted. The delivery system has been returned for eval. The investigation is currently underway.